Event description:
The facility reports during a transfer from chair to bed, as the resident was being lowered on bed, the lift partially tipped on the resident, trapping his right arm. The resident sustained several areas of redness on outer right arm. (B)(4).

Manufacturer narrative:
An arjo representative went to the facility to have more information on the condition of the device and the circumstances of the event. The lift involved in the incident could not be identified and located after the event. According to the information received, the lift did not attain the desired height to clear the bed, because the caregiver used the non-appropriate sling to do the transfer (toileting sling instead of transfer sling). The manufacturer concludes that the event was due to the fact that the caregiver had pulled on the sling to bring the patient above the bed, which has caused the instability. As mentioned in the user manual of the lift: "always use the toilet sling with caution. [ ...] Do not use toilet sling for lifting or transportation apart from toilet visits." Therefore, the incident is not considered to be related to the malfunction of the device, but to a user error. The manufacturer recommends the customer retrain personnel that operate this type of product and record this retraining.